Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks. This patient then presented to the emergency room (ER). It was noted this patient has lost weight and had previously fallen down and broke their ribs on the right side and dislocated the left shoulder in which this patient put it back in place by themselves by slamming it into a door frame. This s-ICD is located on the left side. Technical services (ts) reviewed noting artifact was observed to occur approximately a month ago and discussed the possibility of an electrode or pocket fracture. Ts recommended x ray imaging. Ultimately, this electrode and s-ICD were explanted and replaced with a transvenous system. This electrode was returned and is expected to be analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks. This patient then presented to the emergency room (ER). It was noted this patient has lost weight and had previously fallen down and broke their ribs on the right side and dislocated the left shoulder in which this patient put it back in place by themselves by slamming it into a door frame. This s-ICD is located on the left side. Technical services (ts) reviewed noting artifact was observed to occur approximately a month ago and discussed the possibility of an electrode or pocket fracture. Ts recommended x ray imaging. Ultimately, this electrode and s-ICD were explanted and replaced with a transvenous system. A return request is being sent to the field. No additional adverse patient effects were reported.